Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, high pacing thresholds were exhibited resulting in an elective repositioning. During intervention, the physician was unable to successfully reposition the lead as the helix then became non-functional. The lead was explanted and successfully replaced with another boston scientific lead. The explanted lead tip was reported as broken. No resulting adverse patient effects reported.